Event description:
Dome detached during traction removal. Indwelling period is 180 days. Detached portion was removed by snare. Doctor says the length of the stoma was long and the placement was done with the patient's upper body risen, which could have contributed to the incident.